Manufacturer narrative:
Corrections made to evaluation method and conclusion code grids only.

Manufacturer narrative:
Update made to conclusion code grid only.

Event description:
It has been reported that the device is failing self-test.